Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huan0249 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that when flushing the broviac catheter, the nurse observed a hernia of 5 cm on the catheter at the catheter orifice. Catheter was placed (B)(6) 2016 for parenteral feeding on a (B)(6) child. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an aneurysm in the catheter is confirmed, and the cause is determined to be likely use-related. The device returned is one section of broviac catheter with repair segment. Visual observation found that the device had been repaired. Through communication with the customer, this was found to have occurred prior to the reported event. A single continuous length of thick fibrous thread was attached to the tubing on either side of the repair site, i.e., one loop of the thread was looped around the repair segment tubing and the other loop was looped around the original catheter tubing. Both loops were contained under the splice sleeve of the repair site. The printing on the clamping sleeve was worn only slightly. Residue within the lumen was apparent through the catheter in the form of dark spots; the device appears to be largely occluded. A small amount of residue was found on the clamp and a large amount on the cuff and within the proximal portion of the catheter, as viewed through the luer hub. The stent was felt underneath the repair junction, although it was found slightly off-center toward the proximal side. Hard and soft areas were found in the catheter material. Tensile weakness was found throughout the tubing of the device except at the clamping sleeve. Functional testing found that the device was not patent to infusion, but while attempting infusion, a section of the intermediately-sized repair kit segment was found to balloon under the pressure of infusion. The extremities of the ballooning area were marked and measured, respectively, roughly 1.5 cm and 2.3 cm from the distal end of the clamping sleeve. Because the catheter was not patent and significant force was used in attempting to flush, it is possible that this ballooning noted was caused during evaluation. Microscopic evaluation of the ballooning area in the extension leg of the repair segment after the release of positive pressure found no remarkable features. The ballooning section was bisected longitudinally, and the inside examined. No remarkable features were noted. The distal end of the device manifested a significant amount of residue and was also very regular and smooth, characteristic of an intentional sharp instrument cut. After this ballooning was found, the catheter was again flushed through the proximal end using a flushing connector, after trimming off the proximal end in which ballooning was earlier noted. Significant resistance was encountered, but in this case, ballooning was noted distal to the repair site, which was noted in preliminary evaluation. When infusion ceased, the ballooning did not recede, but the catheter remained inflated, which is evidence of significant occlusion within the catheter. The ballooning section distal to the repair site was dissected longitudinally. Solid use residues were found in both the inner and outer lumens, indicating that use residues had intruded into the outer tubing either due to an as-yet unidentified break in the inner tubing, or due to the repair process and/or the original damage giving rise to the repair. No break or other remarkable material characteristics were noted on examination of the interior surface at this ballooning site. Because ballooning was identified in the device, the complaint is confirmed. Congealed use residue, such as that currently found in the catheter, may have presented an obstruction during use, such that infusion was made against resistance, causing over-pressurization and ballooning. Such obstructions may occur due to insufficient flushing after aspiration of blood or infusion of potentially thick or congealing infusate, or kinking. Other contributing factors may also include weakening of the wall of the catheter via excessive tensile or other stresses. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The following statements from the IFU may be helpful: ¿¿ follow all contraindications, warnings, cautions, precautions and instructions for all infusates as specified by its manufacturer.¿ ¿¿ avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s).¿ ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿

Event description:
It was reported that when flushing the broviac catheter, the nurse observed a hernia of 5 cm on the catheter at the catheter orifice. Catheter was placed (B)(6) 2016 for parenteral feeding on a (B)(6) child. No patient injury reported.